Event description:
The customer received a blood glucose reading of 86 mg/dl from her contour meter and a reading of 46 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot and ended the call. No product will be returned.